Event description:
Retained sponge, suspected to be kci wound vac sponge: 2.5 x 1.5 x 0.8 cm was surgically removed on (B)(6) 2019 after pt presented with abdominal infection and underwent I&d of abdomen. Treatment start: (B)(6) 2019. Is therapy still on-going? No. FDA safety report ID# (B)(4).